Manufacturer narrative:
The three patient samples were provided for investigation. Upon investigation, all samples were found to be reactive with hbsag reagent lot number 168218, but non-reactive with hbsag reagent lot number 183332. Confirmatory testing was performed for all three samples and all three samples resulted with non-reactive results with the hbsag confirmatory assay. The positive hbsag results with reagent lot number 168218 could not be confirmed. According to product labeling, repeatedly reactive samples must be confirmed using an independent neutralization test (elecsys hbsag confirmatory test). Controls recovered within specified control ranges.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4). Expiration date was provided as june 2017.

Event description:
The customer reported that they received erroneous results for one patient sample tested for elecsys (B)(6) immunoassay (B)(6) on a cobas 6000 e 601 module (e601). Results are (B)(6) when tested with (B)(6) reagent lot number 168218, but (B)(6) when tested with (B)(6) reagent lot number 183332. It was asked, but it is not known if any erroneous results were reported outside of the laboratory. A first sample from the patient was tested 2 times on (B)(6) 2016 at the customer site on their e601 analyzer using reagent lot number 168218 resulting with the following values: 1.61 coi ((B)(6)) and 1.64 coi ((B)(6)). A second sample from the patient was tested at the customer site on their e601 analyzer with reagent lot 168218 on (B)(6) 2016, resulting as 1.57 coi ((B)(6)). At a second laboratory, the second patient sample was tested 4 times on a second e601 analyzer with reagent lot number 183332 on (B)(6) 2016, resulting with the following values: 0 coi accompanied by a data flag, 0.685 coi ((B)(6)), 0.686 coi ((B)(6)), and 0.589 coi ((B)(6)). The second sample was also repeated twice at the second laboratory on the second e601 analyzer with reagent lot number 183332 on (B)(6) 2016, resulting with the following values: 0.784 coi ((B)(6)) and 0.717 coi ((B)(6)). A third sample from the patient was tested three times at the customer site on their e601 analyzer with reagent lot 168218 on (B)(6) 2016, resulting with the following values: 1.46 coi ((B)(6)), 1.47 coi ((B)(6)), and 1.45 coi ((B)(6)). It was stated that the non-reactive results with reagent lot 183332 at the second laboratory were reproducible with the other 2 samples from the patient. The second laboratory contacted the customer laboratory and asked for them to send a reagent pack of lot number 168218, so they could repeat the sample with this lot. The second sample was then repeated at the second laboratory on (B)(6) 2016 using reagent lot 168218 on the second e601 analyzer, resulting with a value of 1.44 coi ((B)(6)). To be sure that the problem only occurred with the affected patient, the second laboratory sent the customer laboratory 3 patient samples with a coi of 0.6 - 0.7. The results from these samples were the same when tested in the customer laboratory on their e601 analyzer. The patient was not adversely affected. The expiration date for reagent lot 168218 is april 2017. The serial numbers of the e601 analyzers were asked for, but not provided.

Manufacturer narrative:
The root cause may likely be due to a sample specific interference which was not reduced completely for one reagent lot number. Every reagent contains interference reducing substances, but in rare cases, the interference cannot be reduced totally. The issue is most likely related to the sample itself and does not reflect a general reagent issue.